Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reports that an incomplete flap was created that tore on a pt's right eye. The surgeon laid the flap down and sent the pt home to allow the flap to heal. Additional info has been requested.